Manufacturer narrative:
The returned device was evaluated and attempts to retrieve data from the pod were unsuccessful. Without the data, it could not be determined if the pod successfully delivered insulin. Large cracks were found on the outer housing. It could not be determined when or how these cracks had occurred. No corrosion was found on the pcb or any other internal components. Multiple defects were noted with the pod. The top ratchet retainer pin was dislodged and missing from the returned pod. The bottom ratchet retainer pin was also not completely seated corrected although remained inside of the pod. Finally, the slide retract became disconnected from the linkage assembly. The returned pod did not have an exposed formed needle upon arrival, but regardless, it could not be determined when these defects occurred or if it affected the pod from properly delivering insulin. A kink was observed in the exposed portion of the soft cannula, but this did not interfere with the pod's ability to deliver insulin through the complete fluid path. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 54. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Living with diabetes 9 / page 112. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm.

Event description:
It was reported that the patient's blood glucose (bg) levels decreased to 1.8 mmol/l (32.4 mg/dl) while wearing the pod between 1 and 4 hours on the back. Hypoglycemia treated by eating a peanut butter sandwich and drinking a can of (B)(6).